Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 (B)(4) information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient had an unrelated surgery, but after surgery the patient's implanted device no longer worked. The patient wondered if their healthcare provider (hcp) may have hit a nerve during surgery. At the time of the call the patient was undergoing a trial stimulation period on the other side, but the patient's initial ins was still implanted. Patient status is unknown at the time of this report and no patient symptoms were reported to be caused by the device or therapy. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the permanent implant installed on one side, but they had hit a nerve and it stopped working therefore she had it removed and was undergoing a second evaluation to have another implant installed on the other side. There were no further symptoms or complications reported or anticipated.